Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was seen in the emergency room due to a right ventricular (rv) lead integrity alert (lia) resulting from non-sustained episodes and short v-v intervals. Additionally reported was t-wave over-sensing. The detection feature was ¿turned off and ¿turned back on¿ before the patient was discharged from the emergency room. Following, the patient was re-evaluated in the clinic and placed on a treadmill. There was no t-wave over-sensing observed at the time; however, there were episodes of such noted on transmission data. An association between the under-sensing and a brief telemetry dropout was noted while the patient was ¿running around the room.¿ re-programming was performed and the device and lead remain in use. The patient is monitored on a weekly basis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.